Event description:
It was reported that the customer was hospitalized with a high blood glucose of 719 mg/dl, and feels that the insulin pump is not working correctly. The doctor had the customer treat with the insulin pump, and the blood glucose levels did not go down. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.